Event description:
It was reported that during a shoulder arthroscopy surgery the needle broke. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual evaluation noted that the broken needle was not returned for investigation. Six unopened pouches were returned for investigation. Three of the new needles returned with mating ar-13999mf underwent functional testing, and no issues were found. The most likely cause is user error. Per dfu, to help avoid needle breakage and potential patient injury: do not re-sterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.